Event description:
Reporter alleged obtaining the result of 403 mg/dl, drinking 4 ounces of orange juice, and obtaining the result of 49 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he obtained the result of 45 mg/dl, ate peanut butter crackers, drank more orange juice, and obtained another result of 79 mg/dl on the same system within 10 minutes of the 49 mg/dl result. Reporter stated he drank 4 more ounces of orange juice and obtained a result of 131 mg/dl on the same system within 10 minutes of the 79 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.